Event description:
Boston scientific received information that during a follow-up of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that elective replacement indicator (eri) had been reached. This was unexpected based on interrogation results from the previous follow-up. Boston scientific technical services recommended that this crt-d is replaced as soon as possible. During the replacement procedure, there was difficulty loosening the right atrial and right ventricular pace/sense setscrews. Various wrenches were tried without success. The leads were successfully removed from the header when a bone cutter was used to cut the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Inspection of the device header noted that the ra+ and rv+ setscrews were stuck in the up position. All other setscrews moved freely. The rv+ seal plug was missing. The back of the header had been cut off, and the lv- and rv- feedthrough wires were severed. The df- seal plug was torn and there was body fluid contamination in the connector block. The rv+ retainer ring was bent upward. This damage indicates that excessive force was used to retract the setscrews. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. To summarize the analysis results, the induced damage to the header and the stuck setscrews was caused by excessive force. The allegation of premature battery depletion could not be confirmed.